Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead was discovered to be dislodged and pulled back to the pocket area during a device downgrade procedure. The lead also had a history of loss of capture which was discovered back in 2014. The lead was explanted and the patient received a new pacemaker along with a new right ventricular lead and right atrial lead. The patient was asymptomatic before, during, and after the procedure.